Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Therefore, the complaint could not be confirmed and the root cause is undetermined. The incident has been added to our database and will be tracked for emerging trends. If samples are received in the future and complaint will be reopened for further investigation. Device history review was conducted and no anomalies noted. A complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 2039065.

Event description:
On (B)(6) 2013, the reporter stated that on (B)(6) 2013, the patient was receiving one injection of alprostadil exact dose unknown, made by his general practitioner. As the injection was considered as inefficient, a second injection exact dose unknown, was administered five minutes later. The needle of this second syringe broke into the patient's penis. The patient was consequently hospitalized on the same day and was operated for extracting of the needle from cavernous body. The patient was apyretic and was discharged with treatment by antalgics. The patient had recovered and edex had not been yet reintroduced. No further information is available.